Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash under the front and rear therapy electrode pads. The area was described as red and itchy. The patient's doctor recommended calamine lotion for the irritation. It was reported that the irritation had healed.